Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhibited false pause episodes that were the result of intermittent undersensing when the amplitude was slightly smaller. Programming changes were made, and all episodes were cleared because the device memory was full. The patient will continue to be monitored.